Event description:
Consumer reported complaint for the trueplus pen needles. Consumer reported complaint of experiencing pain when using and inaccurate dispense for the 31g pen needles. The customer stated that he has been using this brand of pen needle for 5 years; customer stated the pen needles work as intended only 10% of the time. The package was not open or damaged when received by the customer. The customer is not using compatible product. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned - product evaluation in-process. Most likely underlying root cause: mlc-008: failure to follow instructions. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.